Event description:
Customer reported that the pacer led illuminated upon power on and the device remained in pacer mode. Other device options were not accessible and it was not able to provide defibrillation therapy. There was no report of pt use associated with the reported incident.

Manufacturer narrative:
(B) (4). Physio-control provided customer technical assistance and parts info to repair device. Follow up with caller confirmed that replacement of the (B) (4) smartwatch ic chip (battery-backed ram chip) on the main pcb assembly resolved the reported issue. The device has been repaired and placed back to service.